Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was unable to charge when plugged into a wall outlet. Reportedly, the customer was able to charge a separate electronic device using the same charging supplies (usb cable and wall adapter). The customer's blood glucose (bg) level was 153 mg/dl. The customer would continue to use the pump for insulin therapy.